Manufacturer narrative:
Analysis confirmed the customer comment of damaged ports and battery holder, the output connector assembly was broken and the battery drawer was sticky. Analysis could not confirm the customer comment that the device "died", at testing it was left on for more than 24 hours and no problem was exhibited. It was additionally noted that the lower case was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular ports were in need of repair and that it was requested that it receive its annual test and calibration. It was further reported that it "died" and that the battery holder would not pop open. The epg was returned for service. Follow-up is being conducted to ascertain patient involvement/impact. It was further reported via follow-up that while connected to a patient the epg stopped functioning and when the batteries were attempted to be changed the battery slot closed and was unable to be opened. The epg was not currently pacing at the exact time this occurred but the patient was noted to have bradycardia and the epg was in use as back-up. The user was able to locate a different epg and change it out. No patient complications have been reported as a result of this event.